Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and the system was returned to an operational condition. The computer was returned to the manufacturer for analysis. Functional testing found no issues with the returned computer. The component functions as designed.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that before a case the site's navigation system became unresponsive. The site rebooted the system and then the screen stated no input detected. They needed to power it down again and the message remained. A manufacturing representative (rep) was on site and rebooted the system multiple times and each time it became unresponsive at different points in the software. A few times the rep wasn't even able to launch into the application. There was no patient present during this event.